Event description:
Hcp reports patient presented in 2006 with signs of infection including redness and pain in the area of the device pocket. Perioperative antibiotics were administered. The patient did not have meningitis. Diabetes was reported as a risk factor for this patient. The hcp reports the erythema was consistent with eczema and not infection. No cultures were obtained. The patient was treated with oral antibiotics. The patient outcome is unknown as the hcp has not see the patient since may, 2006. There is no report of device explantation.